Manufacturer narrative:
(B)(4). Snap damage can be caused by the user improperly misaligning the snaps into the mating holes during assembly. This damage can also be caused by multiple assembly attempts. The instructions for use provide additional information on the proper method of assembling the electrodes into the reusable instrument. Manufacturing performs a 100% visual inspection that includes checking for damage to the snaps. It is unlikely the device left the covidien facility in this condition.

Manufacturer narrative:
(B)(4). Snap damage can be caused by the user improperly misaligning the snaps into the mating holes during assembly. This damage can also be caused by multiple assembly attempts. The instructions for use provide additional information on the proper method of assembling the electrodes into the reusable instrument. Manufacturing performs a 100% visual inspection that includes checking for damage to the snaps. It is unlikely the device left the covidien facility in this condition.

Event description:
New information received from site on (B)(4) 2014. Procedure being performed was transvaginal hysterectomy. Site confirms that nothing fell into the patient's cavity.

Manufacturer narrative:
(B)(4).

Event description:
The customer originally reported that the device did not work. Another device was used to complete the procedure successfully. On (B)(6) 2014, the device was received for investigation and one snap pin was missing, not returned with device. The site was contacted regarding the missing component but no response was received. The location of the missing snap pin is unknown.